Manufacturer narrative:
(B)(4) date sent: 08/30/2021 d4: batch # u5ch4j h6: component code = electrical and magnetic (g02) storage of the product it is unknown how long the sales rep kept the product. He said they were stored in an outdoor rental warehouse until the day before they were used. ((B)(6), where the average temperature in december is 4.4 ¿) situation before use there was no particular unusual situation with the product before use like drops or shocks. Additional information: a new device (the one we sent) , however the battery was reuse model. There was nothing unusual about the situation until we did the fire. After the firing, he noticed that the knife was returning slower than normal. After noticing the abnormality, he removed the anvil and removed the demo material, and confirmed that the knife continued to move. When he removed the battery, the knife stopped. He wondered why it was energized even though he had removed the anvil. Well, he then removed the battery to stop it from moving. It seems that the battery was used many times since then, but no abnormalities have been observed. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. When the forward battery was installed, the green checkmark did not illuminate. When fired into a test skin was attempted, the device fired continuously without stopping, confirming the experience. The running motor did not seem to break when the stop switch was actuated during the firing cycle. The wire harness assembly was replaced with a known good harness after which the device function as normal. Troubleshooting of the led board revealed what appear to be cold solder joints or poor solder adhesion at component q2. Transistor q2 readily lifted off the circuit board. Since q2 was not functioning this prevented dynamic motor braking which allowed the motor to continue rotating past the stop point and back into a firing cycle, thus explaining the continuously firing condition. No conclusion could be reached as to what may have caused the damage observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/05/2021.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a demonstration for the customer, after the washer was cut, the knife did not return to home position, and it kept moving up and down. The anvil was removed, but the knife did not stop moving. The battery was removed from the device to stop the knife move. A demo device was used. There were no adverse consequences to the patient. No further information is available.